Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-12614 et tube, cuffed, spiral-flex 7.0 for investigation. The et tube was received without its original packaging. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample is kinked between the 22cm and 24cm markers. No other defects or anomalies were observed. A functional kink resistance test was performed on the returned et tube. The tube was pre-conditioned in a water bath at 40 c for 6 hours. Then, the et tube was strapped securely to a kink test fixture to create a radius of curvature of 40mm. A steel ball of a minimum 75% (5.25mm) of the designated size of the et tube was used to check the potency of the lumen. A ball bearing of 5.25mm was used for the kink test. Upon testing, the ball bearing could not pass freely through the tube. Multiple attempts were made from both ends of the tube. Resistance was met at approximately the i.d. 22cm and 24cm markers, which were the same locations where the tube was visibly kinked. The test was again performed using a ball bearing of 4.5mm (64% of the designated size of the et tube i.d.). The ball bearing again could not pass freely through the tube from both ends. Resistance was met at the same locations as the first test that was performed, where the tube is kinked. A device history record review was performed and no relevant findings were identified. The IFU for this product states "if a reinforced tube is used orally, a bite block is recommended." The reported complaint of "wire deformed" was confirmed based upon the sample received. Visual examination of the returned sample revealed the tube is kinked between the 22cm and 17cm markers. The returned et tube was functionally tested for kinking. A ball bearing of a minimum of 75% (5.25mm) the size of the inner diameter of the tube could not freely pass through the tube. Multiple attempts were made from both ends of the tube. Resistance was met at approximately the i.d. 22cm and 24cm markers, the same locations where the tube was visibly kinked. The test was again performed using a ball bearing of 4.5mm (64% of the designated size of the et tube i.d.). The ball bearing again could not pass freely through the tube from both ends. Resistance was met at the same locations as the first test that was performed, where the tube is kinked. A device history record review was performed with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that(B)(6)2019, department of anesthesiology, xiangya hospital of zhongnan university, the steel wire of the tube was found deformed,inner wall bulge and the tube collapse during usage on patient, which impacted the ventilating. The tube was intact after opening the package. " no patient injury reported. The condition of the patient was reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "(B)(6) 2019, department of anesthesiology, (B)(6) hospital of (B)(6) university, the steel wire of the tube was found deformed, inner wall bulge and the tube collapse during usage on patient, which impacted the ventilating. The tube was intact after opening the package". No patient injury reported. The condition of the patient was reported as "fine".